Manufacturer narrative:
Device received and visually inspected for reported complaint. The mating introducer was returned along with a marker inside of the sheathing. The reported complaint of a crumpled sheath was verified. This observation will be monitored and trended.

Manufacturer narrative:
Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the biopsy, the breast tissue was dense and the calcifications moved away from the incoming needle. As a result the doctor decided to retarget and was able to fire the device three times. After sampling and lavage, it was difficult to remove the needle from the patient breast. Ultimately, the device was removed and the marker was then inserted. Marker insertion was "not as easy as usual," but the marker placement was successful and accurate. Removing the needle introducer sheeth was difficult and looked "knurled" when the device was removed from the breast.